Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the emergency room and then hospitalized due to the low blood glucose on unknown date with blood glucose of 31 mg/dl. The customer had high blood glucose of 500 mg/dl which was treated with the insulin pump. The customer had stomach virus and they treated with the manual injection. The customer¿s other blood glucose was 419 mg/dl. The customer¿s low blood was treated with the fluid monitored. Auto mode was active. The device will not be returned for the analysis.